Event description:
The cc4204a collamer single piece lens with aspheric was loaded incorrectly and resulted in the lens tear during insertion. The incision was enlarged to remove the lens but no sutures were needed. The reporter stated the incident was the result of a tech error.

Manufacturer narrative:
(B)(4) - surgical incision, enlargement of. Results - visual inspection of the returned lens showed the lens was returned in liquid and a haptic plate was torn . (B)(4).